Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2018-02364 for the first hydratome¿ rx 44 and 3005099803-2018-02365 for the second hydratome¿ rx 44. It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the cut wire broke during cutting. A second hydratome was used and the cut wire also broke. Reportedly, no part of the devices detached. Reportedly, they used the same generator and active cord during the procedure, but used a third hydratome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2018-02364 for the first hydratome¿ rx 44 and 3005099803-2018-02365 for the second hydratome¿ rx 44. It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the cut wire broke during cutting. A second hydratome was used and the cut wire also broke. Reportedly, no part of the devices detached. Reportedly, they used the same generator and active cord during the procedure, but used a third hydratome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed. The device returned has the distal pierced hole blackened and torn, this last condition displaced the cutting wire. Also, the working length was found to be twisted in several locations. The cutting wire was not broken. No other issue was noted. The complaint is not consistent with the returned device that the cutting wire was broken. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. The most probable cause for this complaint will be assigned as design product enhancement, since the device met the designed specification however a modification/enhancement could improve performance of the product. A DHR (device history record) review was performed and no deviation was found.